Event description:
It was reported that the trilogy evo o2 ventilator had experienced a ventilator inoperative event prompting several rebooting events within 24 hours. These rebooting events prompted hospital staff to request a replacement of the ventilator. On 21 november 2024, the manufacturer was made aware of a patient serious injury event that occurred that day. It was reported that a patient on ventilation therapy using a trilogy evo, o2 ventilator experienced a temporary drop in spo2 to 79% as evidenced by the alarm from the spo2 sensor. The patient had been removed from the ventilator and was receiving manual ventilation while being switched over to a new ventilator. The patient was reported to recover to a normal spo2 level on b)(6) 2024 once they were placed on the new ventilator. No sequelae from the drop in spo2 was reported. The testing of the suspect device by the manufacturer¿s product investigation lab did not duplicate the ventilator inoperative issue reported. Evaluation of the suspect device confirmed record of several error codes in the device error log associated with the event. The ventilator inoperative event that occurred prompted several device rebooting events. The system printed circuit assembly, and the display printed circuit assembly were both replaced to address the issue. Unrelated to the ventilator inoperative issue, additional error codes were noted in the error log indicating failure of the power buzzer and the therapy buzzer. The buzzer assembly was replaced to address the issue.

Manufacturer narrative:
The product investigation laboratory (pil) received a trilogy evo o2 system printed circuit board assembly with the allegation of a ventilator inoperative alarm and an e-196 in the event log. Pil installed the system printed circuit assembly (pca) on the pil trilogy evo test bed and started therapy with a test lung. Pil ran therapy for approximately 1 hour and the system pca operated without issue and an error code e-196 did not occur. Pil concluded that the system pca operates as designed. Pil received a trilogy evo display pca with the allegation of a ventilator inoperative alarm and an e-196 in the event log. Pil installed the display pca on the pil trilogy evo stb and started therapy with a test lung. Pil ran therapy for approximately 1 hour and the display pca operated without issue and an error code e-196 did not occur. Pil concluded that the display pca operates as designed. Pil received a trilogy evo backup buzzer assembly with the allegation of an e-200 and e-201 in the event log. Pil installed the buzzer on the pil trilogy evo stb and started therapy with a test lung. Pil ran therapy for approximately 1 hour and the buzzer operated without issue. The error codes e-200 and e-201 did not recur. Pil concluded that the backup buzzer assembly operates as designed.